Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a crack at the side of the welded cassette. An underwater pressure test was also performed and a leak was observed at the crack location. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause for the cracked cassette is if the cassette came in contact with a solvent like alcohol. Directions for use instruct the user to not let the set come into contact with bleach, hydrogen peroxide, alcohol or antiseptic containing alcohol in order to prevent such a defect. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a crack. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.